Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a system controller, emergency backup battery, and modular cable exchange due to the wires in the modular cable being exposed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller exchange (serial number:(B)(6) due to damage to the modular cable was not able to be confirmed. The system controller was not returned for analysis. The submitted log files showed no indication that the damage prevented the controller from supporting the system as intended. Provided information indicated that the modular cable was exchanged, and that the patient experienced no adverse effects from the exchange. The root cause of the reported event was not able to be determined via this analysis. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information received reported that the reason for the system controller exchange was due to new equipment given to patient after their driveline repair. The emergency backup battery was exchanged due to the system controller exchange. The exchanges resolved the event. Log files were submitted for review. The event log file contained clusters of pulsatility index events as well as routine power source changes. No abnormal system controller alarms or pump faults were seen in the log. The pump appeared to have been operating as intended. It was also said that the patient suffered no adverse health events during the event.